Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had turns off the screen and activates an audible alarm shortly after being turned on. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed and determined the following cause: due to damage on electropneumatic proportional valve unit and the manifold unit, an unusual sound was heard. In addition, the following reportable malfunctions were identified during the device evaluation: due to deterioration of inlet plug, the enclosure leakage current exceeds the standard value. Due to expired life expectancy of cr board, the supply pressure sensor does not work properly. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and electrical problems such as open circuit, short circuit, or signal loss. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.